Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced ineffective therapy on the right side. Impedance check revealed high impedance on the right lead. Reprograming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.